Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. The patient was placed on eliquis and aspirin oral anticoagulant (oac) medication regimen. At the 45 day routine follow up, transesophageal echocardiogram (tee) showed either a low grade hypoattenuated thickening (hat) vs device related thrombus (drt) on the cap of the closure device. There were no patient complications. It was further reported that the physicians had the patient continue their post-op drug regimen and then plan to follow up at 6 months with reevaluation. The drt had been non-mobile and biased towards the limbus.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. The patient was placed on eliquis and aspirin oral anticoagulant (oac) medication regimen. At the 45 day routine follow up, transesophageal echocardiogram (tee) showed a low grade hypoattenuated thickening (hat) vs device related thrombus (drt) on the cap of the closure device. There were no patient complications.